Manufacturer narrative:
Patient ID: (B)(6). Additional product code: hwc. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Part 456.482s, lot 7332205, raw material (B)(4): manufacture date: march 28, 2013. Expiration date: february 01, 2022. A review of depuy synthes monument device history records for manufacturing revealed no issues for this complaint. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal revision was completed on (B)(6) 2016 to non-union of femur determined by x-rays. The initial surgery for the femur fracture took place on (B)(6) 2014. The surgeon reported that the nail was broken in two and had caused the non-union. No fragments were generated or remained in the patient. All hardware was explanted intact; removed easily without additional intervention. Surgery was completed successfully with no delays. The new construct parts for the revision are unknown. This is report 1 of 1 for (B)(4).